Manufacturer narrative:
Evaluation summary: the evercross dilatation catheters were received for evaluation. Per the initial report the third balloon ruptured at the dilatation catheter's rated burst pressure of 11 atm. The catheter's 3-way valve was received attached to the inflation lumen luer lock on the y-manifold. Sanguine tinted fluid was noted within the balloon chamber of the dilatation catheter. A 10 cc water filled syringe was attached to the proximal hub luer lock of the dilatation catheter and the guidewire lumen was flushed: a clear steady stream of the fluid was observed exiting the distal tip of the catheter. A 0.035 guidewire was loaded with ease through the evercross dilatation catheter. A 10 cc water filled syringe was attached to the 3-way valve attached to the stop cock luer lock on the y-manifold. The balloon chamber was inflated with the syringe and a pinhole leak was noted in the proximal third of the balloon chamber. The pinhole is approximately 16 mm distal of the proximal balloon bond of the evercross dilatation catheter.

Event description:
The physician attempted to treat the patient at the iliac primitive using an evercross balloon. IFU was followed. No issues noted prior to use. 0.035 guidewire was used. No embolic protection used. The balloon was inserted in the patient. An inflation device was used. Physician was attempting to inflate balloon inside an auto-expandable stent in order to conform it. It is reported that during balloon inflation, the balloon burst at 3 atm. Burst was noted to be longitudinal. A second evercross balloon was attempted. It is reported that the second balloon burst during balloon inflation at 8 atm. A third evercross balloon was then attempted. (Note: this report relates to this third evercross balloon) it is reported that the third balloon burst at 11 atm. A fourth balloon was used to complete the procedure. No patient injury was reported.